Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 6/11/92 and revised on 8/4/97 due to a "pump failure." Additionally the info stated that the "pump tubing leaks." A pump was returned for eval. Requests have been made for add'l info surrounding the incident, however, to date the requested info had not been rec'd. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be rec'd, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned component revealed a partial separation of the serialized outlet's exiting tubing at the strain relief/tube junction. Examination of the surfaces of the separation revealed markings characteristic of stress(s) induced rending. Opposite the separation four crease marks are noted in the tubing surface. Based on qa's examination, and the limited info provided, qa concluded that while in-vivo the serialized outlet's exiting tubing was partially kinked. Qa further concluded that this positioning, in combination with device usage over time, contributed to sufficient stress(s) to rend the tubing at the noted site. This rent would allow the loss of fluid and render the device inoperable.

Event description:
Per the information provided to co by the physician's ofice, the device was removed due to "pump failure." As reported to co, the reservoir was left in place, while the rest of the device was removed and replaced with the same model prosthesis, produced by the same manufacturer.